Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited premature depletion. The device was removed and replaced. It was also reported that the left ventricular lead exhibited high thresholds. The lead was capped and replaced coincident with device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.